Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a versacross steerable sheath was selected for use. A great vessel perforation occurred which required medical intervention. The patient was admitted to an intensive care unit. The device is not expected to be returned for analysis. Medwatch report#: mw5167164.